Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish material was found at the pebax area; a cut with flap opening was observed in the pebax. Per this condition a scanning electron microscope (sem) testing was performed over the pebax area and the results show that the pebax external surface presented evidence of scratches and pinhole. It is possible that an unknown object hit and cracked the pebax surface. Per event reported, the catheter was evaluated for eeprom, carto 3 system and sensor functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. In addition, eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has not been confirmed. However for the pebax damaged, based on available analysis results; it cannot be identified whether the issue is related to an internal or an external cause.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. The smart touch bidirectional sf catheter was visualized that it skipped on the carto during the procedure. The cable was changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed with no patient consequence. This event was assessed as not reportable as it was highly detectable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. The biosense webster failure analysis lab received the product for analysis and discovered on (B)(6) 2017 that the clear sensor sleeve was cut with a flap and an opening allowing reddish brown material inside. Per this condition, a scanning electron microscope (sem) test was performed over the pebax area and the results show that the pebax external surface presented evidence of scratches and a pinhole. Additional information was received on this returned catheter condition. The returned catheter condition was not noted. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The sheath was not known. There was no patient consequence. The presence of the pinhole was assessed as a reportable malfunction as the integrity of the pebax was compromised. Therefore, the awareness date was reset to (B)(6) 2017.